Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap adjustable band procedure, the band was placed around the fat pad instead of the stomach. The surgeon attempted to unlock the connector and the device would not unlock. The device had to be cut off the pt's fat pad with endo shears. Another device was used to complete the procedure. There was no adverse consequence to the pt.